Event description:
On (B)(6) 2020, the patient had a revision left tka both components and patella, to address failed tka with aseptic loosening and fracture of the previous revision tibial stem. During the procedure the surgeon observed an abundance of intra-articular fibrosis/fibrotic tissue, the tibial tray was grossly loose (uncemented), a large defect of the medial tibial plateau, and fracture of the stem at the junction between the stem and the tibial baseplate. Competitor components, including patella were implanted during this procedure, along with depuy cement. On (B)(6) 2022 medical records note the patient has loosening and subsidence and instability/ligamentous laxity in the tka along with pain on (B)(6) 2022 the patient had a revision left tka tibial component, prophylactic plating of left tibia to address recurrent left tka failure with recurrent varus tibial collapse. Competitor components were implanted during this procedure . The patient¿s history included multiple-revisions of the left knee. The patient has had recurrent breakage of his tibial baseplate from the uncemented tibial stem. During the surgery, the surgeon remarked that there were no signs of infection. There was synovitis consistent with metal debris, which is consistent with the broken tibial construct. The patient had a grade 3a uncontained (bone) defect of the medial tibial plateau. The patellar and femoral component were noted to be stable. Depuy cement x3 was used during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.